Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced blood splatter/leakage or other sample leakage from device. The event occurred three times. The following information was provided by the initial reporter. The customer stated: "customer is reporting blood spraying out of the tube after using the needle eclipse. No exposure to the blood but it sprayed on gloves, and floor. Occurred 3x on (B)(6) 2021."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. H6: investigation summary: bd received 40 samples for investigation. 10 samples were evaluated by functional testing and the indicated failure mode for sleeve function with the incident lot was not observed. However, 1 additional customer sample that was put in a bag with a holder attached was tested for sleeve function and the sample failed the test on the first tube showing poor sleeve recovery. Bd determined that the root cause of the indicated failure code is related to insufficient lubrication on the non patient cannula causing the sleeve to not fully recover. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced blood splatter/leakage or other sample leakage from device. The event occurred three times. The following information was provided by the initial reporter. The customer stated: "customer is reporting blood spraying out of the tube after using the needle eclipse. No exposure to the blood but it sprayed on gloves, and floor. Occurred 3x on (B)(6) 2021. "